Event description:
It was reported that pre op to an unknown procedure there was a tear in the outer packaging and a hole in the inner packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was a manufacturing record evaluation was performed for the finished psee45a with lot/batch number x96e0t, and no non-conformance's were identified. Manufacturing date: 12/01/2022. Expiration date: 10/31/2025. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.